Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. A ferrite bead was pressed down on integrated circuit, designator u1, and caused legs 1 and 16 to lift and break the solder connections to the analog pcb assembly. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that the service wrench is displayed on the readiness display and their device is beeping when powered on. There was no patient use associated with the reported issue. Upon evaluating the customer's device, physio found that the positive portion of the biphasic output waveform was missing, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary.

Event description:
The customer contacted physio-control to report that the service wrench is displayed on the readiness display and their device is beeping when powered on. There was no patient use associated with the reported issue. Upon evaluating the customer's device, physio found that the positive portion of the biphasic output waveform was missing, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).